Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/07/2021 it was reported by a sales representative via sems that an ar-3200-0025 synergy console was involved in case when a patient was burned. Additional information provided 12/09/2021: the case was finished as planned with no known incident. Approximately 15 minutes post op, it was brought to our attention via the surgical tech in the room that the patient had sustained a burn injury and they believed it to be due to the heat level of our light cord / light post connection.

Manufacturer narrative:
(No problem found) the evaluation did not confirm the reported event as the device worked as intended.